Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/14/2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.